Event description:
It was reported that Cartridge Alarm 20 occurred during cartridge load. Customer experienced blood glucose level of 590 mg/dL. Customer gave correction insulin by injection, did not require 3rd party intervention, and switched to daily injections as backup therapy while Technical Support arranged replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.